Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration \ migration of essure device location of device'), pelvic pain ('pelvic pain\pelvis'), device breakage ('essure device was grasped but broke in the process'), subcutaneous abscess ('skin conditions type: abscess') and bipolar disorder ('depression bipolar') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included axillary abscess, itching and hemorrhagic cyst. Concomitant products included hydromorphone, hydromorphone hydrochloride (dilaudid), ibuprofen, ibuprofen (motrin), morphine and sodium chloride. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal discharge ("vag. Discharge\vaginal discharge"), fatigue ("fatigue") and migraine ("migraines / headaches"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding ( menorrhagia)\ heavy bleeding with cycle") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced libido disorder ("hormonal change describe: sex drive changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("essure device was grasped but broke in the process"), back pain ("back pain"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia\apareunia (inability to have sexual intercourse)"), rash ("skin conditions: rash"), subcutaneous abscess (seriousness criterion medically significant), anxiety ("anxiety"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), urinary tract infection ("uti infection / uti"), headache ("headaches"), bipolar disorder (seriousness criterion medically significant), vaginal infection ("infection type: vaginal") and perineal pain ("perineum pain") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, back pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, rash, subcutaneous abscess, anxiety, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, libido disorder, fatigue, weight increased, migraine, headache, vaginal haemorrhage, bipolar disorder, vaginal infection and perineal pain had not resolved and the device breakage and complication of device removal outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bipolar disorder, bladder disorder, complication of device removal, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, libido disorder, menorrhagia, migraine, pelvic pain, perineal pain, rash, subcutaneous abscess, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: surgery other (please specify) - tubal ligation. Removal surgery description (medical records) (B)(6) 2016. Pre-op/post-op diagnosis: pelvic pain, essure. Pre/post operative diagnosis: chronic pelvic pain female. Procedure performed: laparoscopic essure removal and bilateral salpingectomy. Specimen obtained: bilateral essure implants and fallopian tubes. Description of procedure: the tubes were then closely examined to coils were noted to be protruding through them. At this point, coils were visualized and the essure device was grasped but broke in the process. Following careful dissection over the tube the rest of the coils were then removed from the cavity and from the abdominal cavity under direct visualization until no more remainder of the device could be seen. The essure device was able to be removed intact from the contralateral side. Both tubes were then removed from the abdominal cavity. Findings: bilateral essure devices within the fallopian tube not noted to protrude them. Procedure tolerated well. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) - bilateral occlusion.results:- total bilateral occlusion.. Ultrasound scan vagina - on (B)(6) 2015: impression: bilateral essure devices are visualized. No myometrial masses 2.8cm hemorrhagic cyst and/or involuting left ovarian corpus luteum. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: back pain, bipolar disorder, perineal pain, rash, headache, abscess; device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration \ migration of essure device location of device'), pelvic pain ('pelvic pain\pelvis'), device breakage ('essure device was grasped but broke in the process'), subcutaneous abscess ('skin conditions type: abscess') and bipolar disorder ('depression bipolar') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included axillary abscess, itching and hemorrhagic cyst. Concomitant products included hydromorphone, hydromorphone hydrochloride (dilaudid), ibuprofen, ibuprofen (motrin), morphine and sodium chloride. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal discharge ("vag. Discharge\vaginal discharge"), fatigue ("fatigue") and migraine ("migraines / headaches"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding ( menorrhagia)\ heavy bleeding with cycle") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced libido disorder ("hormonal change describe: sex drive changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("essure device was grasped but broke in the process"), back pain ("back pain"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia\apareunia (inability to have sexual intercourse)"), rash ("skin conditions: rash"), subcutaneous abscess (seriousness criterion medically significant), anxiety ("anxiety"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), urinary tract infection ("uti infection / uti"), headache ("headaches"), bipolar disorder (seriousness criterion medically significant), vaginal infection ("infection type: vaginal") and perineal pain ("perineum pain") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, back pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, rash, subcutaneous abscess, anxiety, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, libido disorder, fatigue, weight increased, migraine, headache, vaginal haemorrhage, bipolar disorder, vaginal infection and perineal pain had not resolved and the device breakage and complication of device removal outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bipolar disorder, bladder disorder, complication of device removal, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, libido disorder, menorrhagia, migraine, pelvic pain, perineal pain, rash, subcutaneous abscess, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: surgery other (please specify) - tubal ligation. Removal surgery description (medical records) (B)(6) 2016. Pre-op/post-op diagnosis: pelvic pain, essure pre/post operative diagnosis: chronic pelvic pain female procedure performed: laparoscopic essure removal and bilateral salpingectomy specimen obtained: bilateral essure implants and fallopian tubes description of procedure: the tubes were then closely examined to coils were noted to be protruding through them. At this point, coils were visualized and the essure device was grasped but broke in the process. Following careful dissection over the tube the rest of the coils were then removed from the cavity and from the abdominal cavity under direct visualization until no more remainder of the device could be seen. The essure device was able to be removed intact from the contralateral side. Both tubes were then removed from the abdominal cavity. Findings: bilateral essure devices within the fallopian tube not noted to protrude them. Procedure tolerated well. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) - bilateral occlusion. Results:- total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2015: impression: bilateral essure devices are visualized. No myometrial masses 2.8cm hemorrhagic cyst and/or involuting left ovarian corpus luteum. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: back pain, bipolar disorder, perineal pain, rash, headache, abscess; device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case will be deleted from bayer database as it is identified as a potential duplicate case of case number (B)(4). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, back pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, rash, skin disorder, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, hormone level abnormal, fatigue, weight increased, migraine and headache had not resolved. The reporter considered abdominal pain, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Lab data added. Event injury nos replaced with pelvic pain, back pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), rash, skin condition, psych injury, bladder probs, urinary probs, uti, vag. Discharge, hormonal changes, fatigue, weight gain, migraine and headaches added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration \ migration of essure device location of device'), pelvic pain ('pelvic pain\pelvis') and subcutaneous abscess ('skin conditions type: abscess') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included axillary abscess, itching and hemorrhagic cyst. Concomitant products included hydromorphone, hydromorphone hydrochloride (dilaudid), ibuprofen, ibuprofen (motrin), morphine and sodium chloride. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal discharge ("vag. Discharge\vaginal discharge"), fatigue ("fatigue") and migraine ("migraines / headaches"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding ( menorrhagia)\ heavy bleeding with cycle") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced libido disorder ("hormonal change describe: sex drive changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device breakage ("essure device was grasped but broke in the process"), complication of device removal ("essure device was grasped but broke in the process"), back pain ("back pain"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia\apareunia (inability to have sexual intercourse)"), rash ("skin conditions: rash "), subcutaneous abscess (seriousness criterion medically significant), anxiety ("anxiety"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), urinary tract infection ("uti infection / uti"), headache ("headaches"), bipolar disorder ("depression bipolar"), vaginal infection ("infection type: vaginal") and perineal pain ("perineum pain") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, back pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, rash, subcutaneous abscess, anxiety, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, libido disorder, fatigue, weight increased, migraine, headache, vaginal haemorrhage, bipolar disorder, vaginal infection and perineal pain had not resolved and the device breakage and complication of device removal outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bipolar disorder, bladder disorder, complication of device removal, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, libido disorder, menorrhagia, migraine, pelvic pain, perineal pain, rash, subcutaneous abscess, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: surgery other (please specify) - tubal ligation removal surgery description (medical records) (B)(6) 2016. Pre-op/post-op diagnosis: pelvic pain, essure. Pre/post operative diagnosis: chronic pelvic pain female. Procedure performed: laparoscopic essure removal and bilateral salpingectomy. Specimen obtained: bilateral essure implants and fallopian tubes. Description of procedure: the tubes were then closely examined to coils were noted to be protruding through them. At this point, coils were visualized and the essure device was grasped but broke in the process. Following careful dissection over the tube the rest of the coils were then removed from the cavity and from the abdominal cavity under direct visualization until no more remainder of the device could be seen. The essure device was able to be removed intact from the contralateral side. Both tubes were then removed from the abdominal cavity. Findings: bilateral essure devices within the fallopian tube not noted to protrude them. Procedure tolerated well. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) - bilateral occlusion. Results:- total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2015: impression: bilateral essure devices are visualized. No myometrial masses. 2.8cm hemorrhagic cyst and/or involuting left ovarian corpus luteum. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: back pain, bipolar disorder, perineal pain, rash, headache, abscess; device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs and mr received: new events- abnormal bleeding (vaginal), depression bipolar, vaginal infection, perineum pain, device breakage were added & some events was updated from hormonal changes to sex drive changes, psych injury to anxiety, skin conditions to abscess,concomitant & treatment drugs were added. Concomitant conditions were added. Lab test was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.